Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the heavily calcified left common femoral artery. Reportedly, a cuff miss occurred when the needle plunger was retracted there was no suture. The proglide device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). Patient selection (B) (4). Device #1: part #12673-03, lot #88047-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.